Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). One side bail cover was broke, the keyboard was scratched, and the heart lead flex was misaligned.

Event description:
It was reported the device will not stay on. Follow-up information received indicates there was no patient involvement.